Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed. The formed needle and bottom housing were inspected under magnification, no damages or manufacturing defects were observed that would contribute to the reported infusion site complaint. No timeouts or drive stalls were observed. The pod generated an 0x1c safety alarm indicating pump has reached the pump expiration time of 80 hours. The cause of the reported infusion site complaint could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention with a doctor with an infection that developed at the infusion site (abdomen) while wearing the pod between 36 and 48 hours. The site was reported to be painful, reddened and appeared to have a boil. The patient was diagnosed with cellulitis. As treatment, the patient was prescribed amoxiclav (amoxicillin/clavulanic acid) and topical mupirocin ointment.